Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Customer stated that the device may have been exposed to sweat. Blood glucose level at the time of the incident was 120 mg/dl. During troubleshooting, the customer was unable to get the display to return. Customer stated that she would purchase new batteries and call back if necessary. During a follow up call, the customer stated that the display returned. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.